Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in hospital on (B)(6) 2013 and the right ventricular lead exhibited loss of capture. No intervention was reported. The patient experienced lightheadedness and was seen in hospital on (B)(6) 2013. The lead exhibited noise. During an elective system explant on (B)(6) 2013 for an unrelated issue, it was noted that the lead had fractured. The lead was explanted and replaced. No further information could be obtained.